Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd smartsite¿ extension set, low sorbing, 0.2 micron filter leaked. The following information was provided by the initial reporter: "today the nurses were using the low sorbing .2 ¿m low protein binding filter sit reference number (B)(4) they found the patients shirt soaking and the smart site was leaking."

Event description:
It was reported that bd smartsite¿ extension set, low sorbing, 0.2 micron filter leaked. The following information was provided by the initial reporter: "today the nurses were using the low sorbing .2 ¿m low protein binding filter sit reference number 20350e/0006 they found the patients shirt soaking and the smart site was leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/21/2022 . H.6. Investigation: one 20350e-0006 sample was received without packaging, however the lot number was confirmed as 20096461. Residual fluid was present in the product and no connecting products were received. Fluid was flushed through the product using a bd plastipak 50ml syringe from bd stock; leakage was observed from the smartsite component, which was revealed to be oval in shape after a visual inspection. A review of the production records for lot 20096461 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.